Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed that foreign material was inside of the light guide lens. It is presumed that physical stress such as hitting/dropping the distal end or chemical stress such as chemical solution that was used made the light guide lens glue peel off, then moisture invaded the lens and it became corroded. However, a definitive root cause cannot be determined. Based on the results of the investigation, olympus confirmed the other reportable events of foreign material was inside of the air/water cylinder, air/water channel, distal end, and forceps elevator, but the type of the material or root cause cannot be identified. A definitive root cause cannot be determined. The event can be detected by following the instructions for use (IFU): detection method is described in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Preventive measures are described in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited foreign material inside the air water tube, air water cylinder, forceps elevator, light guide lens, and distal end. There were no reports of patient involvement.